Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit exhibited repeated excessive removal, potential movements on the patient's body that affect the insufflation cavity. The issue occurred during a therapeutic nephrectomy, which was completed with the same device after a delay of less than 30 minutes. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 an olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. ¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.